Manufacturer narrative:
The display was blank due to a faulty capacitor on the interface board.

Event description:
It was reported that the display on the insulin pump was blank. Troubleshooting was performed, but the display could not be restored. The customer was advised to event to a backup plan to treat her diabetes. Nothing further was reported.